Event description:
New information on (B)(6) 2018 stated that the atrial lead exhibited high impedance values. Upon reviewing the x-ray, the lead had fractured. The patient was stable after the lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2018 due to the impedance anomaly. No further information was available.